Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep): the patient's infection had improved with antibiotic treatment; there was no plan to explant the device at this time. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Infection was reported; patient reported to the clinician that they had pain at the battery incision site. The hpc prescribed antibiotics, and it was unknown whether infection was resolved at this time. It was noted the patient medical history includes diabetes. No further complications were reported or are anticipated.